Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade iii device photo evaluation: visual analysis of the provided photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported "connective tissue capsule", "extracapsular silicon is visualized", "silicon spread beyond the implant", ¿muddy drops¿, ¿digging hole¿ and ¿tram rail¿ confirmed via MRI. Healthcare professional later reported "implant shape is irregular", "unlimited accumulation of the hyperechoic component", "cluster", "capsular contracture" and "rupture with soft tissue gel in the thoracic, axillary and subclavian regions". Healthcare professional later reported "the shape has changed and the breast tissue has become dense during palpation and capsular contracture baker grade iii". Later, healthcare professional reported "direct signs of implant rupture: the symptom of ¿oil drops¿, the symptom of a ¿keyhole¿", "extracapsular silicone and the spread of silicone beyond the implant are visualized", "the mammary glands are asymmetric" confirmed via MRI. This record is for the right side. Device has been explanted.